Manufacturer narrative:
The reported events of failure to capture and oversensing were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an in-clinic follow-up, failure to capture and over-sensing ware observed on the right ventricular (rv) lead. An x-ray was performed, and no anomalies were observed. The lead was explanted and replaced to resolve the event. The patient was stable and there were no consequences.